Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer reverted to using an alternate insulin pump until the replacement pump arrived. There was no reported adverse impact to the customer¿s blood glucose level.